Event description:
A (B)(6) y/o female with maxillary hypoplasia, mandibular hypoplasia, apertognathia, and asymmetry underwent a lefort 1 segmental 3-piece osteotomy, bilateral sagittal split osteotomy and genioplasty on (B)(6) 2020. Upon using the lindemann bur, it was noted that the aesculap drill became very hot, and during the removal of the drill from the patient's mouth, it was noted that the extension of the hand piece was hot and had burned the patient's lower right lip. Cold saline was placed on the lip immediately, and silver sulfadiazine was placed, and continued to be placed throughout the case. A new drill was requested and the procedures was successfully completed. According to the surgeon, a product rep for the drill was present in the operating room and stated the drill had not been properly maintained during the sterilization process. This fact had not been determined. After the procedure, the sterilization process was observed and no failures in the sterilization of the device were noted. FDA safety report ID# (B)(4).